Manufacturer narrative:
The customer's coaguchek xs system serial number is (B)(6). The healthcare provider's coaguchek xs plus kit USA serial number was not provided. The product has not been received for further investigation at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Section e3: occupation is patient/consumer.

Event description:
There was an allegation of questionable results from the customer's coaguchek xs system meter and the healthcare provider's (hcp) coaguchek xs plus kit USA meter. At 3:03 pm, the customer's meter result was 4.3 inr. At 3:03 pm, the hcp's meter result was 3.0 inr. This result was deemed the correct result for therapy decisions. The customer's therapeutic range is 2.0-3.0 inr. Customer tests on a bi-weekly basis.

Manufacturer narrative:
The reporter's meter was provided for investigation, where it was tested using retention strips and retention controls. Level 1 testing results (qc range = 1.0 - 1.4 inr): qc 1: 1.3 inr. Level 2 testing results (qc range = 2.3 - 3.5 inr): qc 2: 3.1 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The results alleged by the customer were observed in the meter¿s patient result memory. The investigation did not identify a product problem.